Manufacturer narrative:
Manufacturing site evaluation: the components were examined visually and microscopically. The insert shows strong material abrasions, especially on one side. The outer side of the inlay (clamping cone) shows visible slight abrasions (due to the movements in the cup). The ceramic ball head shows metal transfer. The metal transfer occurred probably due to friction at the cup because the inlay was no longer at the right position. The available x-ray figures give no clear indication for the root cause of the inlay loosening. The device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. There are no hints for a material problem. At that time we exclude a design related error because the market feedback is unremarkable on this matter. It could be possible that the inlay was inserted tilted in the cup and as a result of this, the inlay has come loose from the cup after three weeks. A CAPA is not necessary.

Event description:
It was reported that there was an issue with the vitelene insert. The following information was provided: the patient (female) was presented with luxated vitelene inlay about three weeks after surgery. Revision surgery was necessary on (B)(6) 2019. Associated components: biolox delta revision head 12/14 36mm s. The adverse event is filed under (B)(4).